Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event was reported discarded. The root cause of this incident cannot be determined or confirmed. (B)(4).

Event description:
It was reported that during the treatment of an aneurysm, the embolization coil prematurely detached or broke within the microcatheter. The devices were reported discarded. No harm or injury occurred as a result of this incident. The patient was reported to be in good condition.